Manufacturer narrative:
Evaluation determined: the returned devices were initially reported as being manufactured by biohorizons. However, the evaluation of the returned product determined the returned devices could not have been confirmed as being manufactured by biohorizons. Therefore, the medical device item number could not be obtained. For a returned unit to be fractured or broken, it appears that excessive force may have been applied to the abutment hex causing it to deform. No UDI number could be listed for the returned device could not be confirmed as manufactured by biohorizons.

Event description:
This report is a summary of seventeen (17) malfunction events. A review of the event(s) involved a device experiencing a broken abutment involving the hex or screw. No adverse event patient information was reported. No information regarding patient demographics have been provided.